Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and low. The customer¿s blood glucose level was 500mg/dl at the time of the incident. The customer reported that on last friday patient woke up at around 10-11 am and blood glucose dropped to 60mg/dl and every time she moved it started to drop. The customer continuously ate all day long to keep blood glucose up. On (B)(6) 2017, the customer woke up with blood glucose of 500mg/dl. The customer tried to treat (only delivered 0.7u) then received a no delivery alarm, and had to manually deliver the remaining. On (B)(6) 2017, the customer woke up with blood glucose of 370mg/dl and got a no delivery alarm. The customer changed the site and gave manually injections. The patient¿s current blood glucose was 20mg/dl. The customer had nausea and headache due to high blood glucose. The customer was not having tubing clamp to perform the high pressure test. The customer will call back after receiving tubing clamp. The insulin pump will not be returned for analysis.